Event description:
It was reported that bd ext stabilized extension set basic tubing separated. The following information was provided by the initial reporter: ext extension set tubing cut in half near port.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the extension tubing separated from the luer adapter was confirmed and the cause appeared to be supplier related. One photograph and one ext extension set were provided for investigation. The extension set tubing was completely separated from the luer adapter. The supplier was notified of this complaint and it was determined that the issue was associated with the tube bonding process. A supplier corrective action was opened to address these similar complaints. Our supplier has determined a deficiency in the bonding process is the most likely root cause of this event and is actively monitoring the process. Complaints received for this product and condition will continue to be tracked and trended. The DHR for lot 9452964 has been reviewed. No related quality issues or process deviations were found.